Event description:
Customer reported blood leak because of drive tube leak occurred at 1460 ml of whole blood processed. Previously during the treatment, alarm #18 system pressure occurred. Service order (B)(4) was dispatched. Physician did not agree to return the kit; the customer agreed to return photos for investigation.

Manufacturer narrative:
A review of lot c147 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for all complaint categories and no trend was detected for complaint category drive tube leak/break. CAPA (B)(4) was initiated and closed for drive tube leak/break; CAPA (B)(4) is currently open for further investigation of drive tube leak/breaks. Service order (B)(4) completed: service order engineer replaced leak sensor and performed checkout procedure. The assessment is based on information available at the time of the investigation. Evaluation of the photographs provided by the reporter is still in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).